Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the device would not power on and various parts were damaged. The motor, sleeve, ball plunger, lever, set screw, needle bearing, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, b4, b5, d9, g3, g6, h2, h6, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that at cleaning/inspection on an unknown date the dermatome was not cutting. There has been no report of harm or delay as there was no patient involvement. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing on an unknown date the dermatome was not cutting. There has been no report of harm or delay. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.